Event description:
A durable medical device supplier (dme) reported that a patient had reported sparks in the area where a philips respironics bi-level positive airway pressure device (bipap) had been positioned for the treatment of sleep apnea. The patient indicated that the device, patient circuit, mask and head gear were placed on the floor next to extension cords running under his bed. The patient initiated supplemental oxygen flow without turning on the bipap machine while preparing for bed. After some time, he saw sparks near the mask and indicated that the mask had caught fire. The patient stated, he thought the sparks had come from the extension cords. The mask was thermally damaged. There was no report of patient injury or harm.

Manufacturer narrative:
The device was evaluated by the manufacturer's engineering department and the complaint that the mask had been thermally damaged was confirmed. The evaluation confirmed there was no evidence of external thermal damage to the bipap, power supply, ac power cord or the humidifier. There was no evidence that the reported sparks had been generated by the ac power cord nor was there internal thermal damage to the bipap or the humidifier. Based on the information available and the evaluation of the device, the manufacturer concludes that the reported sparks were generated from an unknown outside source, reportedly the extension cords in the area. The oxygen flow through the patient circuit and mask may have contributed to the reported fire. The patient failed to follow the warnings presented in the patient labeling which state, if oxygen is used with the device, the oxygen flow must be turned off when the device is not in use. Additionally, a respironics pressure valve (part #(B)(4)) required by device labeling had not been placed in-line with the patient circuit. In follow-up with the (B)(4), the patient has been re-instructed in the use of oxygen with the bipap and a pressure valve has been installed on the patient's device. No further action is required. K050759.